Event description:
Reported due to pt cerebrovascular accident (cva). The physician successfully placed a tapered xact stent in the left internal carotid artery/common carotid artery after deployment of a 6.0 mm emboshield and dilatation of the artery using a crossail balloon. This procedure reduced the stenosis from 70 to 10%. Post-procedure angiogram "demonstrated evidence of small intraluminal thrombi in the ai segment of the anterior cerebral artery (aca)." However, there was no discrete obstruction of circulation and the aca was "widely patent." At the termination of the procedure, the pt presented with sudden weakness of the right upper extremity. CT scan was negative for any infarcts or hemorrhages and showed possible acute sinus infection. The pt developed a fever during the hosp stay and placed on antibiotics. Right motor arm weakness was reported as partially improving with nominal treatment at the time of discharge and was ordered to continue physical therapy post-discharge. The pt was discharged home on 11/23/05.